Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the electronics. The device was unable to be verified for unresponsive buttons and a failed battery test alarm due to the blank display. The pump was also received with a stained end cap sticker, minor scratches on the display window, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was exposed to fluid. The patient's blood glucose at the time of incident was 126 mg/dl, and when she woke up this morning it was 339 mg/dl. The customer stated that she was at a barbeque and left the pump on a table while she went to swim; she believes that some toddlers in attendance may have dropped the pump while she was not around. Troubleshooting was initiated for pump exposure to fluid. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.